Event description:
The pt had a thoracic laminectomy from a crush injury. While attempting to remove the hemovac drain, the tubing broke in the middle, leaving the remainder of tubing inside the incision, not detectable by x-ray. The pt returned to surgery to have the remaining tubing removed.